Event description:
It was reported that the patient's lead site was revised. The surgeon removed the patient's lamina to decompress the spine as the patient had pain in thoracic areas with certain movements and there was concern for compression. MRI showed narrowing at area of lead insertion into canal. There have been no reports of further complications regarding this event and the patient continues to use the device to find effective pain relief.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The investigation was unable to determine the exact root cause of this issue. Nevro¿s instructions for use including the following warning related to the implantation of the surgical lead: ¿use an appropriate imaging method to evaluate the geometry and suitability of the spinal canal. Ensure that the spinal canal can safely accommodate the insertion and placement of the surgical lead (paddle and body). Consideration should be given to the following items: appropriate amount of space within the spinal canal. Altered epidural anatomy due to medical conditions or surgical procedures. Potential for post-implant tissue changes around the lead. Changes in epidural space due to movement of the spine during routine activity. Implantation of a surgical lead in an inadequately spaced spinal canal may result in localized compression of the spinal cord, increasing the risk of spinal cord injury.¿ nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response. The device was not removed.